Event description:
Following a shoulder procedure, an interscalenary catheter was applied to the pt. According to info from dr. (B)(6), the pt noticed after some time, an ascending deafness and a paralysis of the right facial side. It was noticed that the naropin bag was empty (400mg resp. 200 ml 0,2 %). The pump had the standard setting of the hospital (4 ml/h, bolus 5,0 ml every 30 minutes). No hole in the bag was found by the physician. Dr (B)(6) checked the pump and noticed free flow of the anaesthetics even though the pump was correctly assembled. The medical department reported this issue to (B)(4) today and refuses until further notice to hand over the pump and the cassette for inspection.

Manufacturer narrative:
No product has been returned as of (B)(6) 2010. Product is expected to be returned for an eval. Will update this MDR when product has been evaluated.